Event description:
A piece of the table cover was a sticky substance within sterile major abdominal pack. Information sheet and picture of contamination forwarded to cardinal custom pack rep tanner amos for information purposes. Found prior to patient entering or, therefore, no psr submitted, no case number generated. Directed to destroy pack. No patient safety issues.